Event description:
On may 5, 1999, a sales rep for the iridex corp demonstrated an iris medical oculight gl laser system with a slit lamp adapter delivery device to three drs at the hosp. While making practice burns on a business card, dr 2 commented on the brightness through the oculars after test firing the laser. Dr 2 and 3 said they saw "spots" after test firing; dr 1 and the sales rep noticed no unusual brightness. Upon further inspection of the slit lamp adapter delivery device, it was noticed that the safety filter frame was labeled as 810nm. The wavelength of the laser being demonstrated was 532nm. On may 6, 1999, it was verbally reported by the hosp risk mgr to the sales rep, that dr 3 was found to have 20/50 vision and three suspected laser burns on his retina. The ophthalmologist who examined dr 3 indicated that it may take several months for the vision to recover/stabilize. Drs 1 and 2, as well as the sales rep, report no effects. Exact laser powers or exposure durations used during these exposures have not been able to be determined, but it appears that the laser power did not exceed 300mw and the duration was set to 50ms. The slit lamp adapter has not yet been made available to iridex for evaluation; nor has photographic documentation of the laser burns been provided.